Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -14.50/1.5/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) as a replacement lens due to elevated iop without pupil block and angle closure. "Blurriness" was reporter for status of the eye (signs/symptoms). Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: per updated information the lens was repositioned on (B)(6) 2021 and problem resolved. Final post-op on (B)(6) 2021 reports: ucva 20/20 and iop 18mmhg and for status of the eye (signs/symptoms) the reported stated " excellent outcome. Pupil round and reactive with normal iop." Claim # (B)(4).

Manufacturer narrative:
Additional information: b5: per updated information the pupil is reacting, iop 24mmhg. Bluriness has not resolved. Patient does have a left over rx of : -0.25 -0.75 x 023. If additional information is received a supplemental medwatch report will be submitted. Claim # (B)(4).